Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis. During analysis, the primary issue of "lost programming" was verified due to no previous data, date, and value found in history. In addition, it also verified that the front housing which is the cause of not fully closed or sealed. It determined that the cause of lost programming is perhaps user's lack of training. It mentioned in the notification of change information providing to user, without power from the aaa battery after 2 days, all programming will be lost. Therefore, service recommended to replace aaa battery when a pump gives low battery notifications as a primary and replaced the front housing as a secondary. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost its programming and housing was not fully closed/sealed. No patient consequences were reported. No adverse effects were reported.